Manufacturer narrative:
Color: grey. Battery life remaining: <12 months. Customer reports: screw is not moving as intended and no insulin is dispensed. Per visual inspection: no physical damage to cartridge holder, cap or inpen was noted. Device paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0 unit was dialed and dosed until the screw reached max extension. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. The customer complaint of leadscrew anomaly could not be confirmed.

Event description:
Information received by medtronic indicated that the inpen screw is not moving as intended. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.